Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes clavicular crush, capture and sensing anomalies and atrial lead impedance >1990 ohms.